Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The controller was returned for evaluation.  Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the inability to communicate with the monitor. Internal inspection of the device found that the output signal from the uic chip failed. Failure of the uic caused the device to be unable to communicate with the monitor and therefore failed to perform the smr upgrade as mentioned in the event details. The most likely root cause is a faulty uic chip leading to a communication failure which cause the smr upgrade to fail. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during software maintenance release (smr) upgrade the controller failed at the "uic update" and received the message "controller defect change controller". This was the patient's back up controller. There was no reported effect on the patient. No further information was provided.